Event description:
Boston scientific received information that this right atrial (ra) lead was abandoned surgically due to non-product experience. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was abandoned surgically due to non-product experience. No additional adverse patient effects were reported. This supplemental correction report is being filed to correct the described event or problem, additional manufacturer narrative and coding. Additional information was received indicating that the right atrial (ra) lead exhibited high pacing thresholds. The ra lead was abandoned surgically. No additional adverse patient effects were reported.